Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation. The device was returned to a third party service center. Power connector of the unit is corroded in the metallic surfaces. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. If any additional information is received, a follow up report will be filed. The unit was scrapped.

Manufacturer narrative:
H3 other text : evaluated by third party.